Manufacturer narrative:
The customer was not using rack adapters. A field engineering specialist visited the customer and checked the liquid level detection voltage which was normal. He performed performance testing with acceptable results. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable elecsys tsh assay result for 1 patient tested on a cobas 6000 e601 module. The initial tsh result was 0.038 miu/l with a repeat result of 21.25 miu/l. The same patient sample was also tested on another cobas e601 with a tsh result of 20.59 miu/l the result in question was not reported outside of the laboratory. There was no allegation of an adverse event. The tsh reagent lot was 379732 with an expiration date of 30-jun-2019.

Manufacturer narrative:
The customer was using rack adapters. The alarm trace contains abnormal probe sucking alarm on the day of the event. The investigation did not identify a product problem. The cause of the event could not be determined.